Event description:
According to the reporter, in a laparoscopic sigmoid colon cancer resection, during sigmoid colon resection, the jaws of the device locked on the tissue. To remove the device, the surgeon used the surgical hook to hook the I-beam back. There was no patient injury.

Manufacturer narrative:
D10 concomitant medical product: egiaustnd, egiaustnd endogia ultra univ std stap, (lot # p2c0438s) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.